Event description:
The lead was returned to the manufacturer, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted the outer insulation of the lead developed a cosmetic depression while in vivo. (B)(4). Addr01, implanted: (B)(6) 2009; 5076, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013.